Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that error code 41622 was displayed during testing. The error code may indicate a problem with the pump's mainboard. This error may also be associated with a worn or peeling downstream occlusion (dso) seal. There was no patient involvement.

Manufacturer narrative:
D9: 7/7/2025. Received one device. Visual inspection found no damage, confirmed customer complaint during pci testing, found error code 41622, (error_motor_timeout), in the event log. Reset error code. Ran ¿motor tests¿. Error did not recur. Upon further investigation, found that the device threads was stripped out of the rear chassis and the battery springs were corroded. Replaced the chassis, gears, expulsor, valves, expulsor foam, gaskets, disk retainer, seals, downstream occlusion sensor (dso) and upstream occlusion sensor (uso), bezel, occlusion seals, connectors, optic switch, bracket, battery springs, keypad and labels. Updated software. Performed dso/uso sensor calibration. Performed performance verification tests (pvt) , unit passed all testing criteria. Previous repair was completed on 13-mar-2025, for ¿cassette not attached error¿. Based on the review of complaints it was determined that the previous repair is not related to the current complaint.